Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable glucose, total protein or bun results for four patient samples and control material. Data was only provided for one patient sample. The initial glucose result was 1 mg/dl and was reported outside the laboratory. The sample was repeated and the result was 126 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The glucose reagent lot number and expiration date were requested but were not provided. The field service representative determined there was a problem with the sample probe and replaced it. To verify the analyzer operation, he ran precision testing and the customer ran qc with all results within specifications.